Manufacturer narrative:
The pump was received with compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. The pump was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, alarm due to compromised force sensor alarm. The pump was received with normal operating currents and passed self-test, unexpected restart error test. The pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level was 240mg/dl. The customer's levels had been as high as 446mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.